Event description:
Voluntary medwatch report indicated that the patient experienced a several-second pause observed on the lead. The patient required hospitalization, and the patient¿s current status was not reported.